Event description:
It was reported that the patient experienced difficulties deflating his ambicor penile prosthesis (app). The patient underwent surgery to remove his app and implant an inflatable penile prosthesis (ipp). There were no patient complications.